Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician was unable to advance a guidewire through a velocity delivery catheter (velocity); therefore, it was set aside. The procedure was completed using a new velocity and the same guide wire.